Event description:
The manufacturer received information a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. The ventilator was evaluated and confirmed no foam particles visualized inside the device. On testing, the ventilator failed to power on; the device did not read the data. It was reported that the device was scrapped as no further evaluation possible.